Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned to manufacturer, as it remains implanted. The date of the event is unknown; however, according to the article, the study period was from january 2019 to december 2020. Thus, the first day of the reported study period (1 jan 2019) was used as the date of event. Article citation: liu k, shen j, wu k, meng f, wang s, zheng s, zhang h. Transapical mitral valve-in-valve implantation for failed bioprosthetic valve using the j-valve system with locator device: early and mid-term outcomes. Ann transl med 2022;10(1):21. Doi: 10.21037/atm-21-6513 the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " transapical mitral valve-in-valve implantation for failed bioprosthetic valve using the j-valve system with locator device: early and mid-term outcomes ", the following event was identified as pertaining to an edwards device: a patient with a 27mm carpentier-edwards porcine valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of nine (9) years for unknown reason. A 23mm non-edwards transcatheter valve was implanted within the surgical valve.

Manufacturer narrative:
Updated: h6 (investigation findings, investigation conclusions). The device was not returned for evaluation since it remains implanted. No details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Additional attempts to gather further information were unsuccessful. The device model and serial number were not provided. Therefore, the device history record (DHR) could not be reviewed. The cause of the event was unable to be determined.